Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 410 mg/dl at the time of incident and the current blood glucose of the customer was 410 mg/dl. Customer report they feels that the insulin pump was under delivering. Customer did not provide any symptoms regarding to high blood glucose episode. Customer treated with insulin pump and manual injection. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will be returned for analysis. Frn-unk-rsvr, unomed set.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, device passed the delivery accuracy test at 0.08750 inches. No possible over/under delivery anomaly noted.